Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 404 mg/dl due to not bolusing for food. Customer inquired on a closed black circle on display screen. Customer was advised on meaning of closed circle. Customer declined transfer to helpline.